Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve, and placed in a central position. A second cds was advanced to the mitral valve and placed parallel to the first clip. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The clip remained stable as the first clip kept it secure. No additional treatment was provided as mr did not increase. Two clips implanted, reducing mr to 2-3. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.